Event description:
Device 2 of 2. Reference MFR report number: 1627487-2012-00473. The pt¿s (B)(6) pns system includes two percutaneous leads from different lots. It was reported the pt¿s stimulation diminished following an accident in which she was hit by a trolley. The area of impact was reportedly in the region of her leads. Surgical intervention was undertaken to explant the devices. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.